Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) crashed and is stuck in a blue screen. According to the customer, they have staff in the rooms and an additional station monitoring the patients. Technical support (ts) asked the customer to swap the drives on the cns and to check the usb cables; however, the issue remained. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be failure of the motherboard. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that he didn't have this information but could confirm no patient was harmed in the incident. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) crashed and is tuck in a blue screen. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) crashed and is tuck in a blue screen. According to the customer, they have staff in the rooms and an additional station monitoring the patients. Technical support (ts) asked the customer to swap the drives on the cns and to check the usb cables; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied and stated that he didn't have this information but could confirm no patient was harmed in the incident.

Event description:
The customer reported that this central nurse's station (cns) crashed and is tuck in a blue screen. There was no patient injury reported.